Event description:
Per the clinic, the patient experienced recurring irritation and pain at the implant site. Upon inspection, wound dehiscence and infection at the implant site was reported and the patient was treated with oral and topical antibtiocs. However, the issue could not be resolved and the patient was subsequently hospitalized (9 days) for intravenous antibiotics treatment.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on april 11, 2025, was filed inadvertently. The treatment with topical ointment was an antibiotics-steroid combination.